Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lv lead dislodged twice during implant. The tension between the two catheters pulled the lead out of the vessel both times. The lead was in a very stable position both times it dislodged. Lead remains implanted. Should additional information become available, this file will be updated.